Event description:
It was reported that during an axillary node dissection procedure, the clamp arm of the instrument broke off into the pt. The piece was retrieved. Another like device was used to complete the procedure. There was no pt consequence.